Event description:
Respiratory therapist placed patient with sleep apnea on philips respironics bipap vision in continuous positive airway pressure (CPAP) mode. Subsequently, the nurse taking care of the patient notified the respiratory therapist that the bipap inoperable alarm went off. The respiratory therapist instructed the nurse to take the patient off the bipap. The respiratory therapist placed the patient on another philips respironics bipap vision. The philips respironics bipap vision was sent for repair. No untoward patient effects.